Event description:
The v-care manipulator was removed from the patient without extreme forces. It was noted on post-operative day two, that the green cup attached to the v-care manipulator become detached and was retained in the patient's vagina.